Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the electronic log files from the device associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
The customer initially reported a service code; review of the AED's log files showed this resulted from the previous battery fully depleting. Logs also indicated the AED had been placed into service without the pads connected. Ddu series aeds are designed to be stored with the pads installed, and the device alerted the user via red asi and chirping during self-tests. These warnings were not addressed, contributing to battery depletion. The AED's failure to power on was attributed to improper setup and maintenance. After battery replacement and a manual self-test, the AED functioned as designed and remained in service.